Event description:
Boston scientific crm received information that the patient with this pacemaker complained of tingling down his arm. It was noted that this patient is not pacemaker dependent. The right ventricular (rv) lead safety switch had been triggered. Daily measurements recorded in the device show historically 430 - 500 ohms impedance measurements. Then 770 ohm one month ago. Impedance measurements then returned to 400 ohms range. The patient's symptoms have occurred for approximately two weeks. The last stored episode occurred two months ago and showed atrial oversensing. Five months previous noise was displayed on the rv electrograms. The last clinic check six months ago showed readings within normal limits. Unipolar threshold testing did not induce symptoms in the patient. To date, no adverse patient effects were reported. Additional information was received two years later that during the device check every six months, the device lss is triggered on the rv lead. The daily lead measurements recorded in the device seemed to be within normal limits with one measurement that rose up to 750 ohms.

Manufacturer narrative:
Technical services (ts) was consulted and recommended monitoring the lead. It seems like something is changing on the rv lead based on triggered lead safety switch and observed noise. However, patient is only paced 2% of the time and is not pacemaker dependent. Ts recommended discussing issue with physician. Boston scientific technical services (ts) was consulted and noted the daily measurements are an average and the increase up to 750 ohms may indicate a lead fracture. It was noted that the lead impedance measurements in unipolar pacing mode were within normal limits. Ts recommended discussing the issue with the patients physician. Currently the lead will continue to be monitor, but since the device is at elective replacement time (ert), the lead may be replaced during an upcoming device replacement procedure.